Event description:
It was reported that thru imaging, it revealed that the spinal cord stimulator (scs) lead had migrated causing the patient to experience inadequate stimulation. The patient underwent scs lead revision procedure and was doing well postoperatively. The device remains implanted and in service.